Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Nvestigation evaluation: as reported, a 'bakri tamponade balloon catheter' was used to treat postpartum hemorrhage following a vaginal delivery. The patient lost ~ 500ml of blood, the device was then placed and 300ml of liquid was injected to inflate the balloon. It was then noted that the balloon had 'slipped' and did not maintain intended position within the uterus (report reference #1820334-2023-00784). The user removed and attempted to place the same device again and the balloon ruptured. A new balloon was immediately replaced to complete the procedure without causing adverse effects on the patient. Proper device placement is confirmed via ultrasound after inflating the balloon. Ultrasound confirmed that the position of the balloon was correct an the balloon was in the uterine cavity. The patient lost an additional 250ml of blood after the device difficulty resulting in a total estimated blood loss of ~750ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used bakri tamponade balloon catheter was returned for investigation and visual inspection of the returned complaint device was conducted. The balloon material was found to be split the entire length of the balloon. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for device lot 14483382 records no non-conformances. A complaint history database search showed one other related complaint associated with the complaint device lot 14483382. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU (t_j-sosr_rev4; 'bakri postpartum balloon') supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, inspection of the returned device, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'bakri tamponade balloon catheter' was used to treat postpartum hemorrhage following a vaginal delivery. The patient lost ~ 500ml of blood, the device was then placed and 300ml of liquid was injected to inflate the balloon. It was then noted that the balloon had 'slipped' and did not maintain intended position within the uterus (B)(4). The user removed and attempted to place the same device again and the balloon ruptured (B)(4). A new balloon was immediately replaced to complete the procedure without causing adverse effects on the patient. Proper device placement is confirmed via ultrasound after inflating the balloon. Ultrasound confirmed that the position of the balloon was correct an the balloon was in the uterine cavity. The patient lost an additional 250ml of blood after the device difficulty resulting in a total estimated blood loss of ~750ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.